Event description:
It was reported to philips that the system failed to perform fluoroscopy. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event. The coronary diagnosis procedure was delayed by 10 min and completed by restarting the system. However, the restarting the system was temporary solution and the system had to restarted to clear the error message, resulting additional 7 minutes of delay. The philips field service engineer (fse) inspect the system onsite and identified an error message ¿grid switch unavailable¿. The fse analysed system log file identified that for past three days, the grid switch was unavailable, and x-ray was not possible. Upon troubleshooting action, fse found that the exposure was not possible, and the issue would come back at steep angles. To resolve this issue, fse replaced mrc x-ray tube and recalibrated the system. The mrc x-ray tube was returned to philips for further analysis. The analysis confirmed tube failure as there was partial short circuit of the large filament, which is a known wear and tear failure mode of an x-ray tube at the end of its lifetime. Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.